Manufacturer narrative:
The device was unable to be investigated because it was not returned to cardiva medical, inc. Conclusion: the reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, but images were not provided to cardiva medical, inc. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device.

Event description:
Procedure was for a left heart catherization procedure. The groin shot was reviewed and the stick appeared mid line, below the inferior epigastric artery, and the vessel was large enough to close. The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. One hour post procedure, the groin was soft and had no abnormalities. The patient had moderate amount of bruising on her lateral thigh of her right leg and a 3-4 in bruise right below her umbilicus. Patient's pressure had dropped into the low 100's. A femstop was placed and it was determined the patient's hemoglobin had dropped from 11.8 to 10.2. A CT angiogram was performed and a large retroperitoneal bleed was located with no active bleeding. A vascular surgeon was consulted and it was determined that the patient would be treated for the blood pressure issue with fluid boluses. The next day patient was sitting up and eating. Groin was still soft. Additional information provided on (B)(6) 2022. Patient was discharged on (B)(6) 2022 without additional intervention.